Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the screen becoming dark when angled was not confirmed. The device evaluation found the nozzle had foreign objects. Due to damage on the connecting tube, insulation resistance value did not meet standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. The adhesive on the distal end had a chip, was cracked and had white clouded area. The adhesive around the objective lens was peeled. The adhesives around the light guide lens had white-clouded area. The connecting tube had discoloration. Due to damage on charge coupled device (ccd) unit, a noise image occured during angulation in the up/down directions. Due to damage on the ccd unit, the image was not displayed. The scope connector had discoloration. The up/down knob was corroded. In addition, the plastic distal end cover, the connecting tube, the protector of the universal cord on the scope connector side, and the universal cord, were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Foreign matter questionnair (cleaning, disinfection and sterilization / cds) the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility did not know when the foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was not flushed with a detergent solution. There was no response from the facility if there was any other concerns regarding the reprocessing.

Event description:
The customer reported to olympus, the screen became dark when angled when using the evis lucera elite colonovideoscope. Inspection and testing of the returned device found the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based investigation results, olympus could not identify the foreign material. The foreign material possibly remained in the nozzle since the reprocessing was deviated from the instruction manual from the obtained information. The event can be detected/prevented by following the instructions for use which state: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.